Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4)..

Event description:
Per the clinic, the patient experienced skin overgrowth and inflammation at abutment site and subsequently was treated with a topical antibiotic (date and duration not reported).